Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1800266 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips would not close when the handle was squeezed and then clips fall out. All the fallen clips were removed. There was no patient injury.